Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the patient's ipg was implanted too deep. The patient underwent a pocket revision procedure. No device malfunction was suspected. The patient was reportedly doing well.